Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's driveline infection could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported events could not be conclusively established through this evaluation. (B)(6) was reportedly exchanged due to a deep driveline infection with frank pus. Refer to the investigation of (B)(6) regarding the patient outcome and events following the pump exchange (manufacturer's report number 2916596-2021-02416). Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. (B)(6) was not returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists driveline infection as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. This section includes information for caring for the driveline exit site as well as information regarding how to prevent and control infection. Section 5 ¿surgical procedures¿ warns that moderate to severe aortic insufficiency must be corrected at time of device implant. This section of the IFU also warns that patients with mitral or aortic mechanical valves may be at added risk of accumulating thrombi on the valve when supported with left ventricular assist devices. The heartmate 3 lvas patient handbook, rev. C contains several sections with information about how to prevent and control infection as well as information for caring for the driveline exit site. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 11feb2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number 2916596-2021-02416. It was reported that the patient underwent a pump exchange due to presence of frank pus and deep driveline infection (B)(6) 2021. The patient required a redo median sternotomy with repair of type a aortic dissection with ascending aortic replacement, commissural resuspension, and atrioventricular repair. The patient required veno-arterio-pulmonary-arterial cannulation extracorporeal membrane oxygenation (vapa ECMO) and open chest. The patient's care was withdrawn on (B)(6) 2021 and the cause of death was traced to complex surgery, right ventricular failure, and vapa ECMO.